Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice device, the transfer set broke by the titanium connector on the exit site. The patient was connected and this occurred during the initial drain of peritoneal dialysis therapy. The patient stated they received a new transfer set from the clinic and performed a manual drain. There was no patient injury or medical intervention associated with this event. No additional information is available.